Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the intermittent stimulation/impedance issue and left lead providing better coverage than the patient¿s right was not determined. No actions were taken and no interventions are planned at this point. The issue was not resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis: product ID# 97715, serial# (B)(6): analysis found no anomalies and the device passed functional testing. Product ID 977a275, serial# (B)(6) : analysis found no significant anomalies. Product ID 977a275, serial# unknown: analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a275 (serial#: (B)(6)), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient via manufacturer representative. Who was implanted with an implantable neurostimulator (ins). It was reported, that the patient had intermittent/erratic stimulation. It was reported, that during a physical therapy appointment the provider was pressing along their back. And while doing so, the paraethesia from the stimulator would stop when they pressed in specific spots. The paresthesia would return when not pressing on their back. They saw the patient on (B)(6) 2024 and reprogrammed their stimulator to improve their coverage. The left lead provided better coverage with lower amplitudes than the right lead. They would see the patient on friday (B)(6) 2024, to troubleshoot the reported symptoms and check system impedances. The cause was not known. The rep met with the patient on (B)(6) 2024 to check the system impedances. They stated, that the stimulation paresthesia seemed inter mittent from time to time. And during a physical therapy session the stimulation would go away and come back when the provider palpated along their spine. The impedance check did show some possible shorts in the system. The specific contacts with potential shorts changed when he changed his posture. The rep attached two screenshots of the impedance values showing the avoid contacts with low impedances.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead, product ID: 977a275, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead, product ID: 977a275, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information, from the rep. Indicated that the patient had surgery on the day of the report for a perc lead explant and surgical lead placement. The battery was also replaced. The devices are to be returned for analysis.